Event description:
The customer stated that the cell-dyn printer adaptor smoked due to leaking drain pipe dripped onto the printer power adaptor causing adaptor to short out and smoke. No injuries or incidents of exposure were reported. No impact to patient management or user safety was reported. The printer adaptor was replaced in order to resolve the issue.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The customer reported that a leaking drain pipe in the building dripped onto the printer adapter, causing the adaptor to short out and produce smoke. The damaged adaptor was replaced in order to resolve the issue. Based on the event details and investigation, no product deficiency or malfunction were identified with the cell-dyn ruby instrument. The issue was attributed to environmental conditions in the laboratory.